Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a spontaneous perforation in a saphenous vein graft to the circumflex artery. The 3.5 x 19 mm graftmaster stent was implanted; however, the perforation was not completely sealed; therefore, a 3.5 x 12 mm graftmaster stent was implanted to successfully treat the perforation. The patient had a good outcome. No additional information was provided.